Event description:
A report was received that the patients ipg was non-functional. No device malfunction suspected. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components were discarded by the medical facility and will not be returned. Additional information was received that the explanted leads had high impedance and no longer functioning.